Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the catheter is leaking at the hub; a hole was allegedly found near the hub of the purple port. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the damage appeared to be use related. One 5fr d/l powerpicc solo was returned for investigation. The catheter extended to the 38cm depth mark, where it had been trimmed to length. A sticky residue was observed on the extension legs, which is consistent with tape residue. A functional test revealed a leak in the extension leg with the purple luer adaptor just distal to the bifurcation. A microscopic examination revealed a symmetric pattern around the d/l tubing, which is consistent with the tubing being grasped with a sharp instrument such as forceps. Two holes were observed on opposite sides of the tubing just distal to the bifurcation. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ due to the evidence of use observed on the returned sample, it appeared that the catheter was damaged after placement. A lot history review (lhr) of rebv2361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the catheter is leaking at the hub; a hole was allegedly found near the hub of the purple port. No patient injury reported.